Event description:
It was reported that during the implant of this medtronic transcatheter bioprosthetic aortic valve via the right femoral access, a non-medtronic pre-shaped guidewire was used. The medtronic valve was to be implanted valve-in-valve a 23 millimeter non-medtronic valve. A pre-implant balloon valvuloplasty was performed. The delivery catheter system (dcs) was reported to have re-sheathed the valve 4 times and 3 recaptures performed. The first recapture was performed for a too low of a valve position. The second and third recaptures were for a too high of a valve position. The valve was implanted and a post implant balloon valvuloplasty was performed due to frame under expansion. At the 30-day follow-up, the patient reported approximately 2 weeks following the valve implant chronic palpitations developed. The palpitations were associated with increased fatigue, dyspnea on exertion with limited exercise tolerance. An external, continuous heart rhythm event monitor was applied for 14 days. A total of 334 episodes of supraventricular tachycardia (svt) were identified within the 14 days. Treatment was not reported. The event was reported as resolving. The physician indicated the event was unrelated to the medtronic products or implant procedure.

Manufacturer narrative:
Continuation of d10: product ID: d-evolutfx-2329; product lot/serial number: unknown; product type: delivery catheter system; implant date: n/a; explant date: n/a. Product ID: l-evolutfx-2329; product lot/serial number unknown; product type: compression loading system; implant date: n/a; explant date: n/a product ID: sapien; product lot/serial number (B)(6); product type: heart valve; implant date: (B)(6) 2025; explant date: n/a; product ID: safari; product lot/serial number unknown; product type: guidewire; implant date: n/a; explant date: n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.